Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-apr-02 (B)(4) (rep, con): information was received from a manufacturer representative (rep) via a consumer regarding a patient who had an implantable neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that patient had never gotten pain relief in their hips and back from the scs system since being implanted. Patient did mention they get pain relief in their legs though. Additional information received from the manufacturing representative (rep) indicated that the patient gets good relief in their legs with high density programming. They indicated that they will meet with the patient on (B)(6) 2018 to reprogram them for better coverage in their back and hips. Additional information was reported that the patient's ins was replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that cause of the stimulation never helping was that the lead wires were not placed in the correct area.